Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report#1627487-2018-04866. It was reported the patient¿s leads migrated (x rays were obtained). The lead migration was found at the ipg replacement procedure (reference MFR. Report#1627487-2018-04848). As a result, the physician decided to explant and replace the leads with another model. Post-operatively, effective therapy was restored post-operatively.